Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly; moisture damage was also found on the motor assembly. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test due to blank display. No unexpected audio beep noted during our testing. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer received a beep anomaly and a blank display. The customer's blood glucose level was not reported. The customer was advised to revert to back up plan. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.